Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4) , has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Analysis completed on 03/23/2020 by ah. (B)(4) & CAPA (B)(4). Findings: according to the information provided, the device broke during surgery. It was reported by the sales representative that no pieces of the device were left in the patient. As part of the CAPA investigation, previous complaint evaluations regarding tri-drives were reviewed. During one of these previous evaluations, four jammed tri-drives were disassembled and confirmed the presence of metal wear particles inside the sleeve, most notably in the slot within which the retaining ring seats. It was also found that the retaining ring is often deformed. Additionally, an attempt was made to recreate the failure mode in a lab setting. It was confirmed that the sleeve, spring, and ball bearing can disassemble from the shaft as a result of holding the sleeve stationary during reaming. The primary cause of the disassembly was concluded to be deformation of the retaining ring, leading to subsequent disengagement from the sleeve. Furthermore, the presence of wear debris was observed, and is consistent with previous complaint evaluations. Most likely underlying cause/root cause: per CAPA (B)(4) , the disassembled tri-drive handle reported in (B)(4) was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming. Corrective action taken: the crc determined that no field action was necessary at that time. This issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the modular cannulated tri-drive will not be used. The ergo instrumentation will be implemented as part of a phased roll-out, first in the united states and then to other markets, beginning in mid-2019. Full implementation is expected by q4 2020 (us) and q4 2021 (ous). The committee will reconvene if a threshold of > 15 events or 1 event with harm is reached. Event tracking will be captured in CAPA (B)(4). (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There was no reported patient adverse event. The sleeve, spring, and ball bearing can disassemble from the shaft because of holding the sleeve stationary during reaming. An investigation was conducted; per CAPA (B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming. (B)(4).

Event description:
It was reported from ous that during an orthopedic surgery the device broke. The agent was present at surgery. No delay to surgery and no adverse event to the patient. No parts/pieces of the device fell into the surgical site. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.